Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's valve was overdraining. It was stated that the valve was set at 1.5, and it was clear that the valve was overdraining. It was noted that the valve positioning was at a zero level, possibly at a more positive position, yet the patient still overdrained.